Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Implants were loose and came out illustrating little bone growth on the implants. Proximal tibial bone loss was apparent.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision left total knee arthroplasty performed on (B)(6) 2016 at (B)(6) hospital. Patient had primary operation at (B)(6) hospital in 2010. Rep was present at revision surgery. It was a one stage revision. Implants were loose and came out illustrating little bone growth on the implants. Proximal tibial bone loss was apparent. Revision surgery included femoral prosthesis with femoral stems and augments. Tibial sleeve and stem. A complaint database search and review of manufacturing records did not identify any anomalies. The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. The complaint shall be closed to CAPA; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.